Event description:
A malfunction alarm labeled as "malf 16" was reported, with the fault ID available but not resettable. There was no reported adverse impact to customer's blood glucose level. As a corrective action, technical support decided to replace the pump. The customer was informed about the requirement to switch to multiple daily injections as a backup therapy and instructed to let the pump's battery deplete before returning it. The faulty pump was to be returned within ten days using the pre-paid label and box provided.